Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that prior to a scheduled device replacement procedure, a loss of capture was observed on the atrial lead. Fluoroscopic imaging showed that the lead had dislodged. The lead was capped and replaced during the scheduled device replacement procedure. No patient symptoms were reported.